Manufacturer narrative:
Unit was received with cracked/bleeding lcd glass. Unable to perform displacement test and self-test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner.

Event description:
The customer's wife reported via phone call that the insulin pump's screen was cracked. The customer could not see anything on the screen. The screen was shattered. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.